Manufacturer narrative:
Investigation evaluation description of event: it was reported that the balloon of a cook bakri postpartum balloon with rapid instillation components did not inflate. Prior to use, during a manual evacuations of placenta and tear repair procedure, the device did not easily inflate when tested. The device was discarded. A new, similar-like device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. Reviews of documentation including the complaint history, quality control procedures, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned for evaluation. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The product IFU, provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital - (B)(6). E1 - phone (B)(6). E1: postal code: (B)(6). H3: the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the balloon of a cook bakri postpartum balloon with rapid instillation components did not inflate. Prior to use, during a manual evacuations of placenta and tear repair procedure, the device did not easily inflate when tested. The device was discarded. A new, similar-like device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.